Event description:
(B)(6) contracted by employer to weekly test employees for covid-19. On (B)(6) 2021, thermo fisher scientific, taqpath covid-19 combo kit was used to collect my throat sample. (Swab lot #20200410, collection tube contained no lot number). Clinician swab throat vigorously resulting in throat pain - 7 days. Am a consultant from (B)(6), working at a company (B)(6). Reported incident verbally to representative of (B)(6) clinic on (B)(6) 2021 and informed them I would be notifying FDA as the package insert for this diagnostic device states to "gently swab". Additional product information such as serial number/ UDI number was not known by the employees of (B)(6) clinic.